Event description:
It was reported that the patient was brought to the emergency room in cardiac arrest. It was further reported that the device was not providing defibrillation therapy, was not always sensing and was not capturing. Additional information obtained indicated the patient had been seen in the emergency room earlier in the day for syncope, lightheadedness and was evaluated and discharged to home with a diagnosis of syncope, vasovagal episode, cardiac dysrhythmia, hypokalemia and renal dysfunction. The patient's family was later unable to reach the patient and emergency medical services found the patient pulseless and unresponsive. The patient was returned to the emergency room, was intubated and externally paced. Interrogation of the device noted no capture, no visible or measurable r waves and twelve episodes of ventricular fibrillation had been recorded. An electroencephalogram was performed and indicated no brain activity and the patient died the same day.

Event description:
It was reported that the patient was brought to the emergency room in cardiac arrest. It was further reported that the device was not providing defibrillation therapy, was not always sensing and was not capturing. Additional information obtained indicated the patient had been seen in the emergency room earlier in the day for syncope, lightheadedness and was evaluated and discharged to home with a diagnosis of syncope, vasovagal episode, cardiac dysrhythmia, hypokalemia and renal dysfunction. The patient's family was later unable to reach the patient and emergency medical services found the patient pulseless and unresponsive. The patient was returned to the emergency room, was intubated and externally paced. Interrogation of the device noted no capture, no visible or measurable r waves and twelve episodes of ventricular fibrillation had been recorded. An electroencephalogram was performed and indicated no brain activity and died the same day.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was ventricular non-sustained tachycardia (nst)<=216 milliseconds (ms) on (B)(6)-2012. Ventricular fibrillation (vf)<=210 ms average ventricular-cycle occurred on (B)(6)-2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.